Event description:
Philips received a complaint by the customer on the v60 indicating that there was an automatic zeroing failure of the proximal pressure sensor. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that there was an automatic zeroing failure of the proximal pressure sensor. An authorized service provider (asp) engineer was dispatched onsite to evaluate and repair the device. Upon arrival, the asp engineer confirmed the reported issue-- the asp engineer performed a visual inspection and found that the data acquisition (da) printed circuit board assembly (pcba) was faulty. The asp engineer therefore replaced the da pcba and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.